Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was not hospitalized for the event. The patient was treated with intraperitoneal fortaz (dose, frequency, and duration were not reported) and intraperitoneal ancef (dose, frequency, and duration were not reported) for peritonitis. Therapy was ongoing. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.